Manufacturer narrative:
Insulin pump received motor error alarm during rewind and displacement test due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart. A cold reset was performed error test, displacement test, rewind, basic occlusion test, occlusion test, prime or unexpected restart. A cold reset was performed test and excessive no delivery test due to motor error alarms noted. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm within last 24 hrs. The customer¿s blood glucose was 6.4 mmol/l. Customer stated the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.